Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a pca infusion of hydromorphone was initiated at 6:07 am and completed at 10:43 pm. The facility suspected that the infusion was programmed in a profile that had a 1:5 concentration rather than the intended 1:1 concentration, resulting in an over infusion. There was no harm to the patient.